Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) procedure for a fracture of the distal end of the humerus on (B)(6) 2018. While attempting to affix the variable angle (va) distal humeral plate with a 2.7mm va locking screw, the tip of the stardrive screwdriver shaft would not engage the recess of the screw securely, preventing proper tightening of the screw. It was observed that the screwdriver shaft was about to strip the screw head. Surgeon changed the screwdriver shaft and was able to successfully tighten the screw properly. Surgery was completed successfully with no delay and no adverse consequence to the patient. This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).